Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult single gripper actuation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the anterior/superior (a/s) commissure and implanted successfully. A second mitraclip was then advanced within the patient, while checking the grippers in the right atrium (ra) where it was identified that one gripper failed to lower. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was then successfully implanted. The final mr was grade. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.